Event description:
The nurse stated the dr. Tests all epidural catheters prior to insertion by pushing fluid through to make sure the flow is not obstructed. In this instance as well as two other recent undocumented cases, the dr. Was unable to pass fluid through the epidural catheter and an alternate epidural tray was retrieved to complete the procedure. In this case,the failed catheter and packaging was retained and delivered to materials to report to the vendor.